Event description:
The doctor reported the lodi 07461 was placed (B)(6) 2019 and removed due to failure to integrate. Patient had to return at an unknown date and another implant was placed. Doctor reported that the new implant integrated without issues. Doctor also noted edema and inflammation at implant site. Clinician reported that patient had no relevant history, type 2 bone and the site was not grafted prior to removal. Implant was not restored. Non-integration.

Event description:
The doctor reported the lodi 07461 was placed (B)(6) 2019 and removed due to failure to integrate. Patient had to return at an unknown date and another implant was placed. Doctor reported that the new implant integrated without issues. Doctor also noted edema and inflammation at implant site. Clinician reported that patient had no relevant history, type 2 bone and the site was not grafted prior to removal. Implant was not restored. Non-integration.